Event description:
Pt reported that their surestep meter kept giving the error 1 message. This issue was not resolved with troubleshooting. No adverse event or medical intervention reported. No further clinical info was provided.